Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a routine follow-up, this device and another manufacturer¿s implanted right atrial (ra) lead exhibited a high out of range impedance measurement. In addition, interrogation revealed a lead safety switch notification. Impedance testing was performed and measurements were within normal range. The device was programmed to vvi pacing mode to avoid atrial lead pacing. An internal technical service consultant provided information regarding sensing in the atrium is still active even if the device is programmed to vvi. A decision was made to program the atrial sensing "off" at the next follow up visit. No adverse patient effects were reported.

Event description:
Additional information was obtained that a follow up has not taken place to date. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.